Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains implanted. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed an increase followed by a drop of power consumption and estimated flows on (B)(6) 2025 with parameters returning to normal operating conditions, as well as two (2) low flow alarms on (B)(6) 2025 at 09:28:47 and 09:30:27. Additionally, review of the event log file associated with (B)(6) revealed 73 motor start events recorded between 09/apr/2006 at 13:41:06 and 05/jan/2023 15:08:00 in which motor start parameters were atypical. A clock change event was simultaneously logged with the first motor start event on 09/apr/2006 at 13:17:34, at which point the controller¿s date was set to (B)(6) 2006. Of note, no pump ID setting events had been logged prior to this power-up event. If the pump ID is not set when the controller is connected to the monitor, the monitor will update the date/time to match the date/time of the monitor. The observed motor starts and incorrect date/time setting are an additional findings not related to the reported event. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup, and to the use of the controller with a motor fixture. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the observed incorrect date/time can be attributed to the controller with no pump ID set being connected to a monitor with an incorrect date, resulting in the monitor updating the date/time on the controller to the incorrect date. Per the instructions for use, syncope is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: cd1357-40c ICD implanted (B)(6)2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device patient arrived at the hospital unresponsive with a body temperature of 78f. The patient had lost balance and fell in their van while transferring from a wheelchair to the driver's seat, becoming lodged on the floor of the front passenger seat and unable to lift themselves back up. The patient was stuck for 7 hours until found unresponsive by their spouse. Emergency services were called, and upon arrival at the hospital, the patient had two low flow alarms, although the pump was running without issues. The patient was intubated and placed on ECMO to warm up. A computed tomography scan showed no active issues, and the international normalized ratio was 5.3. The patient regained consciousness and was released home after a few days.